Manufacturer narrative:
Complaint confirmed, the tip broke off from the device. A likely cause is prying and/or leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroscopy procedure, the surgeon was using the 45° suture lasso, ar-4068-45l, to make a pass through some tissue to repair the bankhart. Upon removing the instrument from the patient's joint, the tech noticed the hook portion was missing. After searching, the surgeon had to open the patient in order to retrieve the hook. The case was then completed with no further incident. Additional information provided 10/9/2019: the surgeon opted to go from arthroscopic to open after being unable to retrieve the broken piece. The broken portion will be sent along with the rest of the instrument. The surgery was delayed about 2 hours. The sales rep reported that the patient was administered additional anesthesia due to the delay.